Event description:
Sub-q break and embolization. During removal of the catheter, they were using flouro to remove the catheter, it was noted that a piece of the catheter broke and embolized. Currently the piece of catheter remains in the pt and is not being removed.

Event description:
Sub-q break and embolization. During removal of the catheter, they were using flouro to remove the catheter, it was noted that a piece of the catheter broke and embolized. Currently the piece of catheter remains in the pt and is not being removed. Reported by surgery dept.